Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose level was in the 300 mg/dl range , which was addressed with an insulin syringe. Reportedly, the customer reverted to manual insulin injections for alternate insulin therapy. During follow up the customer reported receiving replacement pump and resuming insulin.